Event description:
A consumer called to report that their wife had been burned while using a heating pad. The consumer stated that she was lying on the heating pad when the incident occurred. The incident resulted in third degree burns to the womans' shoulder, and she was treated by a doctor. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.